Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 521 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by an hour. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. During the call, the customer's blood glucose levels rose to 583 mg/dl, and the paramedics were called. The paramedics arrived, but the customer did not want to be hospitalized. Nothing further was reported.